Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the alleged condition. The power cord was found damaged. It was replaced. The ventilator passed all tests.

Event description:
It was reported that the ventilator had an alternate current (ac) power loss and the ventilator alarmed 'compressor inoperative' during patient use. The customer reported that the ventilator was also connected to an external air gas source and therefore, the ventilator switched to wall air gas source as the time of the event occurred. The customer reported that the patient was transferred to an alternate ventilator with no harm.